Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a damaged lens. During analysis, the customer's reported complaint regarding "just alarms when powered on" was confirmed. It was noted that fluid intrusion had corroded the main board and lcd. Service will replace the main printed circuit board (pcb) and lcd to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited alarm when powered on. No adverse effects were reported.